Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No buttons reacting without button press was noted. The device was inspected and no trace of moisture damage found on the electronic/motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer got the insulin pump wet at the river and then started having keypad issues. It was stated that the numbers on the screen were ramping on their own and the buttons would not respond. Customer's blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.